Event description:
Customer reported via phone, customer was unable to purge the line because of the reservoir a month ago. Customer blood glucose was not provided. Troubleshooting was not performed. Customer inquired what may be the cause. Customer resolved the issues with a complete set change. Customer is not returning the reservoir as he threw it away.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.